Manufacturer narrative:
Initial MDR 1219913-2021-00490 was filed on 18-nov-2021. Supplemental MDR 1219913-2021-00490 supplemental report 1 was filed on 15-dec-2021. 2022-feb-22 - additional information. Siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. In section h6, type of investigation, investigation finding, and investigation conclusion codes were updated based on additional information. Section h7 was updated to indicate recall and section h9 was updated to include the correction/ removal reporting number.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00490 on november 18, 2021. December 03, 2021 additional information: a united states customer contacted siemens customer care center to report a discordant high result for a patient sample using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. The customer declined to provide the requested diagnostic files for further investigation. At this time the customer is satisfied with the immulite 2000 xpi human chorionic gonadotropin (hcg) assay performance. Siemens healthcare diagnostics investigated. The human chorionic gonadotropin (hcg) kit lot 463 adjustment and biorad quality control results were acceptable on both days of testing. Service was arranged for this issue but later canceled by the customer. Siemens requested instrument files, but they were not provided by the customer. Siemens cannot definitively determine the cause of the discordant result. Contributing factors such as sample handling and sample integrity cannot be ruled out. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
A united states customer contacted siemens customer care center to report a discordant high result for a patient sample using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. The adjustments and quality control (qc) were acceptable. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer observed a discordant high result for a patient sample using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. The technician expected a negative result, and the sample was immediately repeated and resulted negative. The negative result was reported to the physician and was not questioned. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant hcg result.